Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft fracture occurred. In (B)(6) 2019, the patient was admitted to the department of cardiology for emergency treatment due to suspected chest pain: acute coronary syndrome (acs). Eight days later, the patient underwent drug-coated stent intervention. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. A pressure pump was used to pressure the ptca catheter, however, the shaft fractured. The device was removed and there was no residual debris in the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.